Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, the evis exera iii colonovideoscope, had impaired coloration. The issue was found during the procedure. The procedure was therapeutic. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned to olympus and the evaluation found that the jet tube had a white foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; jet tube has foreign objects; adhesive around objective lens has a chip; adhesive around lens guide lens has wear; and adhesive on bending section cover or distal sheath rubber has wear. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the evis exera iii colonovideoscope, had impaired coloration. The issue was found during the procedure. The procedure was unknown. There were no reports of patient harm.